Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Reported problem (ecgs non-functional) has confirmed that the lead 1- white wire was broken. The root cause for broken cable was physical abuse. There was no adverse event that resulted from the damaged belt.